Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer visited the emergency room on (B)(6) 2014 for a high blood glucose level of 1200 mg/dl and diabetic ketoacidosis. The customer stated that they went to the hospital but was "not hospitalized". The customer was wearing the pump during hospitalization. The customer was discharged from the hospital but felt that they nurse gave her too much insulin and felt like her blood glucose was too low. The customer stated that she did not want to drive because she felt sick but the parking lot security forced her to leave. The customer got into an accident due to the low blood glucose shortly after and does not remember much of the incident. The customer later found out that her head was bleeding and had a concussion. The customer's blood glucose at the time of the accident was 14 mg/dl. The customer did not want to trouble shoot the insulin pump. No further information was provided.